Event description:
It was reported that the pump displayed an unable to proceed message following a supply change during which the cartridge and connector felt resistant, and a restart alert indicating a motor stall occurred after the pump was rewound. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery after guidance. Investigation included review of device notifications and guided troubleshooting, including removal of supplies, a successful dry run, and a subsequent supply change with new components, after which delivery was resumed; the affected lot was documented as 6013699. Investigation of this case revealed a consecutive motor stall consistent with a mechanical resistance during the supply change, which was resolved through replacement of supplies and system restart. It was concluded, based on previously established findings for similar reports, that the cause was supply installation difficulty leading to transient motor stall.